Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (asked unknown mg/ml at asked unknown mg/day) via an implantable pump for spinal pain indications. It was reported that the patient was hospitalized with altered mental status last night. The patient was combative and agitated to the point they needed to sedate and intubate the patient. The healthcare provider (hcp) also stated the patient was in 4 point restraints. The hcp was requesting a local mdt rep to interrogate the pump. The patient had methadone in their system. They had not called the managing physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.